Event description:
It was reported that the probe sheared after sheath was removed. It should be noted that the case was successfully completed with no impact to the patient, no medical intervention, no delays, or any adverse consequences as well.

Event description:
It was reported that the probe sheared after sheath was removed. It should be noted that the case was successfully completed with no impact to the patient, no medical intervention, no delays, or any adverse consequences as well.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.